Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had kept them up for the past 3 hours. The insulin pump was alarming lost sensor. The customer could not calibrate. The customer's blood glucose level was 454 mg/dl. The customer received a steroid shot and caused their blood glucose to elevate. The customer was assisted with turning on the alert silence so the insulin pump will stop alarming. The device will not return for analysis.